Manufacturer narrative:
Insulin pump was received with button error alarm due to all buttons flattened dome switch. No numbers ramping up noted. Unit had normal operating currents and no unexpected off no power, low battery or failed battery test alarms noted. Unit had cracked display window corner, scratched lcd window, broken belt clip slot at battery

Event description:
Customer reported via phone call to have received a button error alarm during bolus delivery and numbers continued to ramp on display screen. Button error did not occur after moisture exposure and customer was not sure if buttons were pressed longer than 3 minutes or longer. Customer's blood glucose was 207 mg/dl. Customer was advised that insulin pump would need to be replaced.